Event description:
During baxter's functionality testing of a spectrum pump. It under infused and failed to deliver the programmed amount. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported under infusion, which was reproduced during eval. The device investigation found that the upstream and downstream finger pressure plates were getting stuck under their respective hook side pressure plate holders which caused the pump to under infuse. Residue from a dried cleaning agent was building up under the pressure plate holders and caused the pressure plates to stick. The door and all the door components were replaced.